Event description:
Customer reported that one surgeon reports an increase in the incidence of post-op surgical site drainage. Additional information was requested; no further information was received.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.